Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had a battery life issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned to animas and evaluated on 05/08/2015 with the following findings: a test battery cap was unable to fully tighten. There was a battery compartment crack observed from the thread area to the case seal. The pump¿s black box showed no evidence of short battery life. The pump¿s current draws were within specifications. No battery life issues were duplicated during the investigation. Removed pump case.